Event description:
Device transmitted eri on (B)(6) 2019 with 2.5v, but on (B)(6) 2019 the device was restored to 86 percent battery. As of (B)(6) 2019, battery was 2.89v and 85 percent battery remaining. On (B)(6) 2019, the device reached eos. Patient is being contacted for change-out, device currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
This device was explanted and replaced on 18-sep-2019 due to eos status. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on 28-aug-2019. The device was implanted for 46 months and 16 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified damaged insulation, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, the battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection a temporary voltage drop below the eri threshold was confirmed, which led to the activation of the eri status on (B)(6) 2019. During the following days, the battery voltage has slightly recovered such that eri was deactivated, however, the voltage remains unexpectedly low. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device transmitted eri on 7-mar-2019 with 2.5v, but on 10-mar-2019 the device was restored to 86% battery. As of 10-apr-2019, battery was 2.89v and 85% battery remaining. On 1-sep-2019, the device reached eos. Patient is being contacted for change-out, device currently remains implanted. Should additional information become available, this file will be updated.